Event description:
Customer reportedly received the following results on the mobile system: within 10 minutes 28 mg/dl and 98 mg/dl and within 10 minutes 44 mg/dl and 85 mg/dl. No adverse event reported. The remaining strips are no longer available; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.